Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reported alleged that the battery compartment was cracked/damaged. It was noted that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings: visual inspection revealed that the battery compartment threads were cracked. The battery cap threads were found to be stripped/damaged. The battery cap was not able to be secured appropriately to the pump. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.